Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and breast cancer female ('breast cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), migraine ("migraine"), diabetes mellitus ("diabetes"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), pain in extremity ("leg pain"), iron deficiency ("iron deficiency"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and anger ("intense rage") and was found to have breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy nd one removing tubes and ovary). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, breast cancer female, adenomyosis, arthralgia, migraine, diabetes mellitus, genital haemorrhage, back pain, pain in extremity, iron deficiency, fatigue, dyspareunia and anger outcome was unknown. The reporter considered abdominal pain, adenomyosis, anger, arthralgia, back pain, breast cancer female, diabetes mellitus, dyspareunia, fatigue, genital haemorrhage, iron deficiency, migraine and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: breast cancer". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added. Severe abdominal pain, adenomyosis, joint pain, migraine, abnormal bleeding, back pain, leg pain, iron deficiency, fatigue painful intercourse and intense rage. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.